Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.a 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2010 02:43:37. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported. No additional information is available.